Manufacturer narrative:
Two affected hose systems of type ventstar coax were available for investigation. During the analysis at manufacturing site the described problem could be confirmed for one hose system. The other one complied with the specification. It was found that the adhesive connection of the outer hose had come loose. The inner circuit was still connected with the connector so that the rotation of the patient connection resulted in a twisting of the inner circuit. An error during the bonding process in production was identified as the root cause. The adhesive is applied to the connector in a semicircle and distributed by circular movements when the hose is attached. Insufficient bonding of the hoses or a broken adhesive connection can result in reduced adhesion of the hose to the respective connector. This can additionally be favored by an insufficient amount of adhesive. The manufacturer has initiated additional training for employees regarding the bonding process and has ramped up visual inspection to 100% during packaging. According to the instructions for use the breathing circuit has to be checked before use. As a result of a twisted inner circuit a blockage can occur leading to an increased airway pressure. This is detected by the connected main device and a corresponding alarm will be posted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the entire length of the ventilation hose was twisted. In order to reduce the tension, the tube was turned at the connector. The tube was "straightened" in the length. Thereby, the inner tube was almost completely turned closed, so that the patient could not be ventilated (no air in, no air out). With the ambu-bag, the patient could be ventilated without any problems. A device exchange with a different breathing circuit worked. On closer examination of the other breathing circuit connected to a switched on ventilator (without patient) the failure was noticed. No injury reported.